Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges with insulin. Reportedly, the customer reinserted the needle multiple times prior to being able to fill the cartridge. There was no impact to the customer's blood glucose level.